Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, pelvic pain and back pain outcome was unknown. The reporter considered back pain, dyspareunia, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: she had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. Cs0003r, cs0002f) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, left lower quadrant pain, acute vaginitis, endometriosis and bladder laceration. Concomitant products included vitamins for fatigue and hair loss. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (other) - describe: I had a vaginal infection"), vaginal discharge ("infection (bladder/ urinary tract/vaginal) type: discharge"), migraine ("migraines"), headache ("headaches / regular headaches") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain/ loss (specify which one) : weight gain "). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type: itching"), vaginal odour ("infection (bladder/ urinary tract/vaginal) type: odour"), pelvic infection ("infection (other) describe: pelvic"), bladder disorder ("bladder or urinary problems or changes my bladder was cut on accident when I had my hysterectomy") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure, hysterectomy, bilateral salpingectomy.) And surgery (to remove the essure, hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, back pain, dyspareunia, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginal pruritus, vaginal odour, vaginal discharge, pelvic infection, migraine, bladder disorder and weight increased outcome was unknown, the genital haemorrhage and alopecia had resolved and the headache, abdominal distension and fatigue was resolving. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The essure coils were not visualized diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: back pain, pelvic pain. 2 lot numbers: cs0002f:-production date 2013-05-27, expiration date 2016-05-31. Cs0003r:-production date 2013-10-01, expiration date 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. Cs0003r, cs0002f) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo shot and birth control pill. Concurrent conditions included body mass index normal, left lower quadrant pain, acute vaginitis, endometriosis and bladder laceration. Concomitant products included vitamins for fatigue and hair loss. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (other) - describe: I had a vaginal infection"), vaginal discharge ("infection (bladder/ urinary tract/vaginal) type: discharge"), migraine ("migraines"), headache ("headaches / regular headaches") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) : weight gain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type: itching"), vaginal odour ("infection (bladder/ urinary tract/vaginal) type: odour"), bladder disorder ("bladder or urinary problems or changes my bladder was cut on accident when I had my hysterectomy") and abdominal pain lower ("abdominal cramps"). The patient was treated with surgery (surgery (other) (robotic repair of cystotomy), to remove the essure, hysterectomy, bilateral salpingectomy, robotic repair of cystotomy and to remove the essure, hysterectomy, bilateral salpingectomy,robotic repair of cystotomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic infection, pelvic pain, back pain, dyspareunia, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginal pruritus, vaginal odour, vaginal discharge, migraine, bladder disorder, weight increased and abdominal pain lower outcome was unknown, the genital haemorrhage and alopecia had resolved and the headache, abdominal distension and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The essure coils were not visualized diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: back pain, pelvic pain. 2 lot numbers: cs0002f:-production date 2013-05-27 expiration date 2016-05-31, cs0003r:-production date 2013-10-01 expiration date 2016-05-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2018: pfs received. Event: abdominal cramps were added. Historical drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. Cs 0003r, cs 0002f) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, left lower quadrant pain, acute vaginitis, endometriosis and bladder laceration. Concomitant products included vitamins for fatigue and hair loss. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (other) - describe: I had a vaginal infection"), vaginal discharge ("infection (bladder/ urinary tract/vaginal) type: discharge"), migraine ("migraines"), headache ("headaches / regular headaches") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain/ loss (specify which one) : weight gain "). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type: itching"), vaginal odour ("infection (bladder/ urinary tract/vaginal) type: odour"), pelvic infection ("infection (other) describe: pelvic"), bladder disorder ("bladder or urinary problems or changes my bladder was cut on accident when I had my hysterectomy") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure, hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, back pain, dyspareunia, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginal pruritus, vaginal odour, vaginal discharge, pelvic infection, migraine, bladder disorder and weight increased outcome was unknown, the genital haemorrhage and alopecia had resolved and the headache, abdominal distension and fatigue was resolving. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The essure coils were not visualized diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: back pain, pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number were added. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: discharge, itching, ordor, infection (other) describe: pelvic migraines / headaches, bladder or urinary problems or changes my bladder was cut on accident when I had my hysterectomy, vaginal discharge, weight gain, fatigue, perforation (fallopian tube(s)), gastrointestinal or digestive system condition type: bloating, hair loss, fatigue, abdominal pain. Outcome of event genital haemorrhage were update. Concomitant disease and drug, lab data were added. Event perforation were update to fallopian tube perforation. Onset date of event dyspareunia, pelvic pain, fallopian tube perforation were update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.